Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device functioned properly and passed all tests. The reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the wires on the electronic control module were damaged, the electronic motor was running hot, and the internal components were corroded. The assignable root cause was determined to be most likely due to wear on the mechanical and electronic components from repeated sterilization and normal use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that during pre-testing, it was observed that the small battery drive device and casing for battery device were not working when in use together. It was not reported if there were any delays in a surgical procedure or if spare devices were available. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization reported. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.